Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. No malfunctions were reported. Failure analysis of the scope was not performed as it was discarded, but final inspection records confirm the scope (2024120904v0010) passed all tests. Video logs were reviewed. At 9:55, the user intentionally breached the parenchyma wall to access a difficult lesion. A use error was then identified: at 18:38 the biopsy tool was advanced beyond the scope's tip without live fluorography; it was later confirmed misaligned. Minor bleeding occurred at 21:51, and additional biopsy attempts preceded the final tilt sweep at 40:23. No malfunctions were observed. The physician attributed the pneumothorax to navigation following the first tilt (confirmed on the final sweep) and not to the galaxy system. A pneumothorax was suspected during the procedure, confirmed on the last tilt sweep, and treated with chest-tube insertion and admission. In conclusion, it is unlikely the scope contributed to the injury. A use error was noted and no malfunctions were identified. This complaint is reported due to the following conclusions: a pneumothorax was suspected during a galaxy-assisted biopsy procedure and confirmed in the last tilt sweep. A chest tube was inserted and the patient was subsequently admitted. The physician does not attribute the injury to the galaxy system. There were no malfunctions reported and video review identified a use error.

Event description:
It was reported that during a galaxy-assisted biopsy of lesion located at the right middle lobe, the patient developed a pneumothorax. No other symptoms were reported. A chest tube was inserted, and the patient was admitted. The physician reported that the injury was progressively improving, though the patient has refused spirometry and active therapy. The patient was discharged 6 days later. There were no malfunctions reported. Attempts to collect additional patient demographics were unsuccessful.